Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel in the forearm. A 5.0-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the inflation, the balloon ruptured. The procedure was completed with different device. No patient complication were reported.